Event description:
It is reported that when ventricular sensing test is being performed, the test keeps aborting with the message "no sense markers received" even though the vs markers are clearly moving across the programmer screen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.